Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. A call placed to technical services on 5/28/201 3 states product experience during a pulse generator change, the 1570 lead at 21 j shock shorted to the can, caller got dropped. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).